Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from norway by our edwards lifesciences affiliates, during a transcatheter aortic valve replacement procedure with a 29mm sapien 3 valve, difficulty was encountered when advancing the delivery system through 16fr esheath+. As a result, the system was removed and, upon inspection, the tip of the esheath+ had no split and the valve was stuck within the esheath+. Consequently, a new kit was opened, and a new valve was prepared. The patient did not experience any injury, the procedure was completed successfully, and the patient outcome was good. The device was returned to edwards lifesciences for evaluation, and the liner was expanded as designed. During functional testing as a part of the product evaluation, a distal tip tear occurred. Although this device failure did not occur at the time of the procedure, as the potential for serious injury from the device failure is not remote, this event is considered reportable.